Event description:
It was reported by the customer that a pyxis medstation es system had application that was not loading. The customer reported that the device was displaying a blue screen, preventing access to the login screen. User was unable to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist dialed into the station and installed package "(B)(4) rss agent 4.10 med and pas package (build 16)" through rss. Enabled cfn application auto login and performed a device reboot to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.